Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Product testing was not performed as testing cannot confirm infection. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference: 1627487-2011-04113, 04115. The pt received her scs system, including an ipg, two leads (with the same lot number), and two anchors (with the same lot number), on (B)(6) 2011. The pt had the entire system explanted on (B)(6) 2011 due to an infection. It was reported the infection was at the ipg pocket site. The physician does not think the infection is device related. The pt is being treated with oral antibiotics.